Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent loss of capture on the left ventricular (lv) lead that resulted in only 26% cardiac resynchronization therapy pacing effectiveness. It was noted that the loss of effective pacing was due to the physician programming the output below capture threshold. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.